Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, coil, and sheath were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The burr was detached and not returned for analysis. There was no other damage or irregularities to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr detachment occurred. A 1.75mm peripheral rotalink® plus was selected to be used. During procedure, it was noted that the device stopped spinning and when they pulled the device out, the burr was left behind. The burr separated from the catheter. No patient injury and the patient was fine.